Event description:
The manufacturer's representative reported that the pt was experiencing increase in symptoms in 11/2006. The catheter was replaced in 2006 after a dye study revealed the catheter was in the pump pocket. The reporter noted difficulty filling pump; details are vague. Tewlve days later, the pt began to experience "late night episodes" of hypothermia, bradycardia and decreased level of consciousness. A catheter dye study was performed 3 days later. The pt experienced an episode the same day, but not the following and the hcp suspected that "catheter would have been empty of drug due to dye study." The catheter was primed after the dye study so that dosing would begin the same day at a rate of 100 mcg/mday. Another episode reoccurred that evening. Pump was programmed to minimal rate after that; pump and catheter were replaced 9 days later. The current dose is 100 mcg/day. Final pt outcome was not reported. Same as manufacturer's report #: 2182207200602391.